Event description:
It was reported that the optis mobile next system gave a big spark when the system was plugged in. A safety test was performed on the system and everything passed. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.